Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy due to atrial fibrillation (af) with rapid rates. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. The patient is a participant in the adaptresponse clinical study. No further patient complications have been reported as a result of this event.